Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history, system log files, and cc-part. The investigation showed that the issue was caused by an arcing x-ray tube, which is an expendable item. Arcing is a side effect when generating x-ray. Negative effects from arcing are managed by the system in a way that there is no significant impact to the clinical procedure. If arcing exceeds a certain level, there is no x-ray release possible during arcing. Further imaging can be continued after arcing stops. In this case a medium level arcing was detected which has an impact to the clinical procedure. Individual scenes may be interrupted. Under certain conditions the scene may need to be re-acquired. In such cases, the user is instructed via the instructions for use to contact the service organization, who will either recover the tube (perform tube conditioning) or if conditioning fails, will replace the tube. The customer service engineer (cse) replaced the x-ray tube and returned the part to the manufacturer for detailed investigation. The returned x-ray tube was examined in detail. During first analysis the inductivity value of the small focus and the voltage value of the micro focus were within the range of the specification. The characteristic curve of the large focus was found ascending. An ascending characteristic curve indicates a loss of the hv stability of the tube. Furthermore, this x-ray tube showed arcing events during the technician inspection which is also an indication that the tube was no longer voltage proof. After disassembling the tube insert the root cause could be confirmed as a loss of hv stability. Additionally, the small focus was found touching the focal head. After the part was replaced, the system recovered and works as intended. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The occurrence rate is below the defined threshold, therefore, no corrective action is necessary. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.